Event description:
Complaint received reporting air in line/leakage issue with use of d1000 tego connector connected/mated to b braum streamline tubing. The tego connectors were originally placed on (B)(6) where dialysis treatment was successfully administered; routine flush performed with bd 1cc pre-filled saline syringe. On (B)(6) during scheduled dialysis procedure, monitoring equipment alarm signaled and attending clinician visually detected air in the arterial line and preceded to reverse the dialysis lines which resulted in blood spurts/leakage originating from cracks on the side of the tego connector. The tego connector was removed, replaced and treatment resumed with no further incident. There was no adverse patient consequences and or outcomes.

Manufacturer narrative:
Method: previous investigations of reported tego leakages have identified usage related component damages as contributing causes. Although not always repeatable component damages that were replicated were attributable to incorrect usage/techniques. Those investigations identified various usage/techniques including; off center insertions and or off-center access with a long male luer slip type connectors (s) while attaching / detaching; over tightening and use of non-compatible mating/access devices that fail to meet the iso standard 594/2. Findings: the involved tego connector was not returned for analysis and confirmation. The exact cause of the reported event, product issues are unknown. Mfgs investigation: a review of the mfg lot database for lot# 2853902 (mfg date 05/2014) shows (B)(4) units wer mfgd, tested, inspected, and released.